Event description:
It was reported that the guidezilla damaged the stent. The target lesion was located in the severely tortuous artery. A 7f guidezilla ii was selected for use. A non-boston scientific drug eluting stent was advanced for treatment but was unable to cross the target lesion. The physician attempted to insert the stent through the guidezilla guide extension catheter, but there was resistance. When an attempt was made to remove the stent, there was strong resistance, and the stent was separated. The procedure was completed with a different device. There was no patient injury.

Manufacturer narrative:
H6 device codes: corrected. The guidezilla ii 7f guide extension catheter was returned for analysis. The device was visually and microscopically examined. There was blood in the shaft of the device and the shaft was kinked at 6cm, 11cm, and 12.3cm distal from the collar. The drug eluting stent (des) was not returned for analysis. Given the severity of the kinked shaft, there was no need to functionally test the device with a des as the damage to the device could cause resistance and likely prevent the des from crossing or withdrawing through the guidezilla, which could lead to further device damage. Product analysis confirmed the reported events as the severity of the kink damage to the shaft of the device could cause resistance or damage to a concomitant device and likely prevent the device from advancement or removal.

Event description:
It was reported that the guidezilla damaged the stent. The target lesion was located in the severely tortuous artery. A 7f guidezilla ii was selected for use. A non-boston scientific drug eluting stent was advanced for treatment but was unable to cross the target lesion. The physician attempted to insert the stent through the guidezilla guide extension catheter, but there was resistance. When an attempt was made to remove the stent, there was strong resistance, and the stent was separated. The procedure was completed with a different device. There was no patient injury.